Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during inspection of the device, the nozzle of the duodenovideoscope had foreign material and the distal end had residual liquid. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's final investigation. A review of the device history review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be identified. The foreign material was confirmed; however, the type of material was unable to be identified. Additionally, no physical damage of the device was confirmed at where the foreign material had remained. It is unknown if there was any deviation from the instructions for use reprocessing steps. The events can be detected and prevented in accordance with the following sections of the instructions for use: IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states the preventive measure in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.